Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; rf (radio frequency) head passed functional testing. Analysis found rf head label is missing backing and the lens in the upper case is cracked.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head would not interrogate. The rf head was returned for repair. There was no patient involvement.